Event description:
It was reported that this left ventricular (lv) lead exhibited pace impedance measurements of greater than 3,000 ohms and loss of capture. The device was reprogrammed to right ventricular (rv) only pacing. The physician was going to continue to monitor. The lead remains in service. No adverse patient effects were reported.